Event description:
Information was received from a consumer regarding a patient receiving clonidine at an unknown concentration and dose and another unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported a device manufacturer representative assisted the doctor with diagnostic procedures on (B)(6) 2016. An x-ray was done, dye/contrast was injected and everything was the way it was supposed to be per the patient. On the way home from the clinic the patient's vision "went wacky" and the patient experienced nausea. The onset was noted as sudden. The patient went to the emergency room until 9 p.m. On (B)(6) 2016 and they "turned the pump off." The patient noted she passed out and had more pain so the pump was turned back on. Within 5 minutes the patient felt the best she had felt but that only lasted 10 minutes and then the patient was back to the same baseline as before. The patient was admitted that night and got out of the hospital on (B)(6) 2016. The patient spoke with the clinic on (B)(6) 2016 and they sai d it had to be turned up but the patient did not know what that meant. The patient spoke to the clinic staff on (B)(6) 2016 and they said the refill for trying a new intrathecal drug/medication would be $3400.00 and the patient thought that was too expensive so she would endure the pain instead. The patient's next doctor appointment was (B)(6) 2016. The patient was taking "10 strength hydrocodone/vicodin" up to 3 pills in 24 hours. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.